Event description:
Pt had a spinal fusion from t4 to s1. The rods that were connected with a rod connector at l1 moved. This was discovered during a pt f/u visit. The pt was revised on (B)(6) 2012 by removing the two portions of rods, the rod to rod connector and replacing with one continual rod.

Manufacturer narrative:
Device was not returned but rather disposed of at the hosp. Pioneer was not able to gather any more info on this occurrence. According to the sales rep, the pt is currently doing well. Based on the evidence that was provided, it is unk as to why this movement of the rods took place.